Event description:
(B)(6) pts home health rn reported pump issue with error for replace admin set. We tried to trouble shoot but did not work. She will infuse via gravity today and we need to send new pump. No adverse events reported, replacement pump being sent, serial number not provided.